Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the hub of a 6f .070 jr 4 100 cm vista brite tip guiding catheter was cracked. This was noticed when it was removed from the package. The product was not used in the patient. There was no reported patient injury. The product was stored per labeling. A non-sterile unit of catheter 6f .070 jr 4 100cm was received for evaluation. During visual inspection, kinks were found at 25.5, 52.5, 57.5, and 59 cm from the distal tip of the catheter. No other damages or anomalies were observed on the returned device. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The luer hub was inspected under the vision system, and no anomalies were noted. A product history record (phr) review of lot 18212117 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿luer hub-cracked¿ was not confirmed because this condition was not observed during the analysis. However, the malfunction catheter (body/shaft)-kinked bent was confirmed since several kinks were found on the catheter body. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18212117 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of a 6f .070 jr 4 100 cm vista brite tip guiding catheter was cracked. This was noticed when it was removed from the package. The product was not used in the patient. There was no reported patient injury. The product was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.